Event description:
Patient presented to the emergency department with a shocking pain sensation from the generator, and they were admitted and given pain medication. Patient presented back to the physician with continued pain at the chest incision site. Physician brought the patient into the or, replaced the ipg and sensing lead, and closed.